Event description:
It was reported that the percent pacing counters do not match the information on the arrythmia summary and the rate histograms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.